Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue.the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump infused too quickly. The antibiotic (ceftriaxone) was mixed in 100 ml mini bag and was y'ed into the primary line above the pump and programmed to infuse over 30 minutes at rate of 200 ml/hour. When the nurse returned to assess the patient in 15 minutes the infusion was almost complete with approximately 10ml remaining. It was identified that the head height of the fluid to centre of the pump was well above the recommended 24 inches. The nurse had raised the height of the pole due to an earlier upstream occlusion and had not lowered it when hanging the secondary medication. There was no report of patient injury or medical intervention associated with this event. This occurred during delivery.